Event description:
As reported by the user facility (translation of user facility information by (B)(4)): the nurse was going to eliminate the needle inside the safety container and she was punctured: then realized that the shield was not activated.

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow up report will be provided after the inspection results are available.